Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record and lot history cannot be reviewed. The directions for use (dfu) (1304459, rev. C) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
(Procedure: bilateral mastectomy). Patient noticed that catheter was missing the black tip and was shorter than other catheter when removed. Contacted surgeon. When patient returned to doctor's office, it was determined by the surgeon that on the day of surgery, the catheter had been cut when he cut stitches to resuture a section of the incision. The surgeon made a small incision to remove the remaining section which was at the location of the resuturing. The appearance of the catheter confirmed the catheter had been cut. The catheter was discarded. No information on the catheter was available. Date of event: (B)(6) 2011.